Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the energy shield monitor (esm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted vesicovaginal fistula repair surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that monopolar energy was not working. The customer attempted to reset the power by adjusting the energy shield monitor (esm) power cable, but the issue persisted. The tse could not find any related error in the logs. The tse inquired about the status of the leds on the front of the esm, and the customer indicated that all leds were off. The tse had the customer power cycle the system, which resolved the issue temporarily. After, the customer called back to report that the energy shield monitor (esm) powered off. The customer could only use bipolar energy for the procedure. The procedure was completing as planned with no reported injury.